Event description:
It was reported that after unpacked the package, the fiber was fractured when the fiber was used. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Event description:
It was reported that after unpacked the package, the fiber was fractured when the fiber was used. The procedure was completed with another of the same device. The patient condition following procedure was stable.